Event description:
The customer reported a pacer failure during opcheck.

Manufacturer narrative:
(B)(4): the customer reported a pacer failure during opcheck. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.